Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The eval found multiple cracks in the upstream sensor tail pins. These cracks are known to cause both nuisance upstream occlusions and air in line alarms. The upstream sensor was replaced.

Event description:
It was reported that a device displayed upstream occlusion alarms when no occlusion was present. Any pt involvement, injury or medical intervention is unk.